Event description:
Reporter alleged that the compact plus meter display was missing the test strip icon and the blood drop icon. Reporter stated when performing a display test on the system, the missing icons did appear. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.